Event description:
During PICC line insertion, guide wire was defective. Unable to slide introducer over wire tip. Vascular access staff had to break sterile procedure and start all over with a new PICC line kit. Procedure had to be started all over again.